Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The tandem user guide also reads the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over-filled the cartridge, loaded cold insulin into the cartridge and was not performing the air removal technique. Customer¿s blood glucose level was 244 mg/dl. Customer declined troubleshooting with tandem technical support to resolve the issue.